Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), migraine ("constant migraine"), pain in extremity ("pain in legs") and general physical health deterioration ("health problems after essure insertion"). The patient was treated with surgery (device and cervix removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, migraine and pain in extremity outcome was unknown and the general physical health deterioration had not resolved. The reporter considered back pain, general physical health deterioration, migraine, pain in extremity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), migraine ("constant migraine"), pain in extremity ("pain in legs") and general physical health deterioration ("health problems after essure insertion"). The patient was treated with surgery (device and cervix removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, migraine and pain in extremity outcome was unknown and the general physical health deterioration had not resolved. The reporter considered back pain, general physical health deterioration, migraine, pain in extremity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via summons. Dates of essure insertion and removal provided. Patient presented pelvic pain, low back pain, pain in legs, and constant migraine. As a result of essure removal it was needed to remove the cervix. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.